Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted and a new aus cuff, pump, and balloon were implanted. Additional information was reported that the patient experienced urinary retention with the previous implant (B)(6) 2019. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.